Event description:
The cylinder was removed due to infection on (B)(6) 2012. It is uncertain if the other cylinder was removed or if it remains in the pt. Add'l info was requested, but not provided.

Manufacturer narrative:
The cylinder appears to have sustained damaged from a sharp instrument, but functions as intended.